Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the subject balloon ruptured inside the patient at ica (internal carotid artery) during inflation, before achieving maximum inflation. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the balloon catheter was inspected procedural fluids/blood was noted in the catheter hub. There were no other visual anomalies noted to the device. During functional inspection, an unsuccessful attempt was made to flush the device and advance a demo synchro guidewire, the balloon catheter shaft was found to be blocked/occluded at approximately 30cm from the hub. The balloon catheter was cut in order to inflate the balloon. The balloon was inflated and deflated without any issue. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated no damage was noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure, the patients anatomy was reported as not tortuous. According to the physician the balloon got ruptured during the inflation before achieving maximum inflation. It is most likely that anatomical or procedural factors contributed to the reported event. The device was returned for analysis and the proximal section of the catheter shaft was noted to be blocked/occluded. Procedural fluids were noted in the catheter hub, and it is most likely that a combination of contrast medium and procedural fluids solidified within the catheter shaft on the return of the device back for analysis. An assignable cause of not confirmed will be assigned to the as reported event of ¿balloon burst/ruptured during use¿ as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. An assignable cause of procedural factors will be assigned to the as analyzed event of balloon catheter shaft blocked/occluded as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure, the subject balloon ruptured inside the patient at ica (internal carotid artery) during inflation, before achieving maximum inflation. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated no damage was noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure, the patients anatomy was reported as not tortuous. According to the physician the balloon got ruptured during the inflation before achieving maximum inflation. It is most likely that anatomical or procedural factors contributed to the reported event but this cannot be confirmed as the device was not returned for investigation. The good faith effort attempts have been completed in our effort to obtain the device. However, the device has not been received at our facility; therefore, the investigation will proceed with the information currently available. Should the device became available in the future, the parent record and investigation will be reopened and addressed accordingly. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue ¿balloon burst/ruptured during use¿.

Event description:
It was reported that during the procedure, the subject balloon ruptured inside the patient at ica (internal carotid artery) during inflation, before achieving maximum inflation. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.